Event description:
Fisher & paykel healthcare received a phone call from a patient at the hospital, who had a pacemaker medtronic insyc 3 biventricular device (model no's 8040u) with two leads. They described that when the patient in the next bed to theirs turned on their CPAP machine, it triggered the pacemaker into action. The patient with the pacemaker reported that she is since feeling well and there was no injury.

Manufacturer narrative:
We are unable to obtain the device to investigate. It is back with the patient admitted to hospital with the CPAP device, and continues to be used by them. Hospital would not provide patient contact details for the CPAP patient. However, they did request to the patient to contact us. To date, we have not been contacted. Results: results are from further discussion with the pacemaker patient who reported dizziness when near the CPAP device that stopped when they moved away from the CPAP device, and felt similar to when the pacemaker is tested and goes to baseline. The patient mentioned this to the nurse who then switched off the CPAP device, placed the patient on supplemental oxygen and the situation was then resolved. The pacemaker was also reported to not have been operating correctly prior to the event, by not in synchronization, and the patient was waiting to go in and have it adjusted. There is still a line from the previous pacemaker that is connected to the current pacemaker. The patient also mentioned the event to medtronic, the pacemaker manufacturer, who advised that the right action was to move away from the source and that the pacemaker had worked as it should by triggering. Conclusion: no conclusion can be made. The CPAP device was designed to comply with the emc standard to class d limits for omissions. The machine was discontinued in 2001. Our monitoring and trending of this type of event lists this one as the only complaint we have received.